Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. UDI. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided / unknown. Reporter's email not provided / unknown. Device not returned.

Event description:
It was reported that the screw portion of the transfer (hlt3/3) fractured inside the implant. The implant was well seated and remains in place. Removal tools have been requested. Tooth location 30.